Manufacturer narrative:
Explant date: corrected to (B)(6) 2019 per new information received. Updated to: 'the reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. New information states that the problem was resolved. However, a post-exchange vault of 0 was reported. Additional claim details have been requested. Should additional information be received, a supplemental MDR will be submitted.' Claim#: (B)(4).

Manufacturer narrative:
Additional information was received on 11-oct-2019. Reporter stated that the vault is now approximately 50um. 'The surgeon has expected a minimum vault. So all is fine.' The lens was returned in a microcentrifuge vial. Visual inspection found a haptic tear. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -7.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.